Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery an ophthalmic laser probe exhibited that the tip cannot be inserted into the eye for laser treatment. The surgery was completed post replacing the laser probe. Information regarding patient impact was not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The laser probe (lp) was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. The laser probe (lp) was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system and was successfully recognized. The sample was found to have no problem with tip insertion. The returned laser probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).